Manufacturer narrative:
The device was returned for analysis. The stent delivery system was returned with the stent implant stationary between the balloon marker bands and crimped marks were observed under lifted struts. The reported stent dislodgement was not confirmed. The stent implant struts were lifted and bent on the first ring from the distal end of the stent implant. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement with the patient effect of foreign body in patient as the device was returned with the crimped stent stationary between the balloon markers. Material deformation of the stent was noted; factors that may contribute to material deformation (stent flare) include, but are not limited to, inadvertent mishandling by user, interactions with other devices or interaction with lesion calcification and tortuosity. Additionally, multiple attempts were made to confirm the correct device was returned for analysis; however, no addition information could be provided. The hospital site cannot be visited due to the covid-19 pandemic situation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in an unspecified vessel. The stent dislodged during insertion in the coronary artery. There was no clinical consequence. No additional information was provided.